Event description:
Hospitalization for two replacement surgeries on the same hip. Massive infection. Required intervention to prevent permanent impairment or damage. Persistent pain and dysfunction in the right hip. Hip component had spread out and was grossly malpositioned. Per operative report, there are 2 screws in place, but these likely have been toggling with in the bone. Some signs of mottling of the acetabular bone, suggestive of potential infection. Infected r tha w/failed acetabular component. Consults with other doctors for pain and revision in 2011 and 2012. Antibiotics for infection (B)(6) 2011. Pain medication 2010 to present.